Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they dropped insulin pump and it received pump error alarm and display went blank. The customer¿s blood glucose level was unknown at the time of incident. Customer was unable to clear the alarm. The customer was advised to remove the battery for five minutes, then reinsert it and customer stated display did not returned. The customer was advised to revert the backup plan. Customer advised to rewind the insulin pump after rest. Customer assisted with troubleshooting and they were calling back after 2 hours insulin pump rest and had black screen after inserting new battery and the insulin pump started counting down and then screen went blank. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly.